Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from not being impacted to the low 200s (below 240 mg/dl). A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. Insulin was observed exiting from the infusion set tubing and the cartridge tubing; however, an occlusion alarm sounded. Tandem technical support reviewed the pump data and confirmed the reported information. The customer was to continue to use the pump to manage diabetes until a replacement pump was received.